Event description:
Correction to lot number provided.

Manufacturer narrative:
No product returned for evaluation. Submission of a report does not constitute an admission that medical personnel or the product caused or contributed to the event. Product not returned.

Manufacturer narrative:
Lot information provided was incorrect. Removed lot number. No new information provided.

Event description:
On (B)(6) 2012, the patient emailed stating she had a chemical burn on her right pupil on (B)(6) 2012 and was taken to the ER. She suffered vision loss for about 2 days in her right eye. The patient states she has blurry vision and black floaters in her right eye. Several attempts to contact the patient for more information were made with no reply to date. No product was returned for evaluation.